Event description:
Initial report: this non-serious spontaneous case was reported by a physician via company representative to our local affiliate. This case concerns a female patient (age nos) of unknown age who received therapy with poly-l-lactic acid (sculptra) indication and dosage not provided. After receiving her third treatment, the patient complained that her face was lopsided and one side of her face was hard to the touch. The patient also stated that there was a line on her face that was not there before. The doctor had not seen the patient at the time of the report. It did not sound like an infection, but maybe her face was asymmetrical before and needed correcting on her next appointment and the hardness could be bruising under the skin. The patient's outcome at the time of the report was unknown. It is unknown if therapy with poly-l-lactic acid is ongoing or if any corrective treatment was given. The reporter did not provide a causal assessment. A pharmaceutical technical complaint (ptc) was initiated.